Manufacturer narrative:
Results: the jet7 was fractured approximately 109.5 cm from the hub and the coil winds were exposed. The jet7 was kinked approximately 73.5, 93.5, 100.0, and 107.0 cm from the hub. The non-penumbra stent retriever was tangled inside the fractured jet7 coil winds. Conclusions: evaluation of the returned jet7 revealed that the catheter was fractured. If the jet7 is forcefully manipulated against resistance, damage such as fracture may occur. The distal fractured segment of the jet7, neuron max, and the non-penumbra microcatheter were not returned for evaluation. Therefore, the root cause of resistance could not be determined. Further evaluation of the returned jet7 revealed that the non-penumbra stent retriever was tangled inside the fractured jet7 coil winds and stuck inside the ovalization along the catheter shaft. The stent retriever damage likely occurred from the non-penumbra stent retriever being inside the jet7 when it was fractured. The ovalization along the catheter shaft was likely incidental to the reported complaint and may have occurred while packaging the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the major aortopulmonary collateral artery (mapca) using ruby coils and lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil through the lantern, the hospital technician noticed the pusher assembly to be kinked and, therefore, it was removed. The procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.